Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure, with a new neurosurgeon trying the neuro/combo tray. The surgeon and the pa tightened the screw and then tried to unscrew it, only for the screw to strip on multiple screws. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. No pictures were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product states in the section titled bone screws: 1. The screwdriver, which has been designed, for a particular system of screws must always be used to be sure that proper screwdriver/screw head connection is achieved. 2. Incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, additional narratives/data.